Event description:
Screw broke in patient's mandible. The surgeon drilled into the patient's mandible in excess of what was needed for the operation in order to remove the remnants of the screw. It was successfully removed.